Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The guidewire was returned loaded within the dispenser assembly, accompanied by the 3.10cm long detached distal tip portion. Visual examination of the transparent dispenser tubing failed to present any indication of prior hydration of the dispenser assembly. There were no visible watermarks or micro-droplets. The specimen presents indications of ductile, tensile overload fracture of both the metallic core wire and the polymer jacket material approximately 3.10cm from the distal tip. The specimen coating appeared visually and tactilely acceptable per the inspection criteria. The specimen coating also appeared to be smooth and consistent. Except where noted, the guidewire appeared visually and dimensionally correct. The complaint is consistent with the return that the distal side of the corewire broke and the polymer jacket detached 3.10cm from the distal tip. It is possible that the reported complaint could have happened due to handling of the device. Therefore, the most probable root cause is handling damage. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a navipro guidewire was used during a procedure performed on (B)(6) 2015. According to the complainant, during preparation before flushing the lumen, a staff member pulled the guidewire and the distal tip of the guidewire detached outside the patient exposing the tip of the metal corewire. It was also noted that the distal side of the core wire was fractured. The procedure was completed with a new navipro guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a navipro guidewire was used during a procedure performed on (B)(6) 2015. According to the complainant, during preparation before flushing the lumen, a staff member pulled the guidewire and the distal tip of the guidewire detached outside the patient exposing the tip of the metal corewire. It was also noted that the distal side of the core wire was fractured. The procedure was completed with a new navipro guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.